Manufacturer narrative:
Continuation of d11: product ID 8780, lot# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type catheter product ID 8780, lot# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type catheter h3: the returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. The catheter was returned in three segments. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified a kink in the catheter body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pump reached end of service (eos) and was replaced on (B)(6)2020. The pump would be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (15 mg/ml at an unknown dose) via an implantable pump for an unknown indication for use. It was reported during refill and upon interrogation, the refill volume was supposed to be 6 ml, but the hcp withdrew 20 ml, which was the full amount of morphine. The event date was (B)(6) 2019. No critical alarms sounded. The patient reported an increase in pain levels but nothing else. At the refill, the hcp accessed the catheter access port (cap) and withdrew a couple ml from the catheter. Thereafter, they flushed the catheter to check patency. The pump was refilled with morphine. No further actions were taken at this time; the patient was refilled and the hcp instructed them to report back on pain levels within 2 days. Surgical intervention did not occur, but it was unknown if it was planned. The issue was not resolved. There were no reported environmental factors. The patient status was alive - no injury. Further complications were not reported. Additional information was received. It was reported the hcp accessed the catheter port and withdrew approximately 0.3 ml (volume of morphine in catheter). They then injected saline to flush the catheter. Further catheter patency was not checked. The hcp asked the patient to monitor pain levels and report back if not improved. No further action was taken; the hcp would reassess at the next refill to establish whether the issue had resolved. Currently, the patient reported sufficient pain relief. Additional information was received. It was stated the refill date at max activations was (B)(6) 2019, but the hcp would be on holidays then so the refill would probably occur around (B)(6) 2019.